Event description:
It was reported that a single measurement of low impedance was observed on the atrial lead of an asymptomatic patient during routine follow-up. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.